Manufacturer narrative:
Device evaluated by MFR: the proximal end of the device including the manifold hub was not returned therefore it was not possible to identify the catheter batch/serial number. A visual and tactile examination found a hypotube break at 850 mm proximal from the hypotube to midshaft bond. There were also severe hypotube kinks along the catheter shaft. A visual examination of the crimped stent found distal stent damage with struts distorted, lifted and stretched over the distal markerband and also some struts are slightly misaligned towards the centre of the stent. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found no issue with the shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilation with a 2.0x15 non-bsc balloon catheter, a 3.00 x 24 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. During repeated attempts to advance the device, the stent was damaged and the hub was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 95% stenosed target lesion was located in the severely tortuous and severely calcified left circumflex artery. Following pre-dilation with a 2.0x15 non-bsc balloon catheter, a 3.00 x 24 synergy¿ drug-eluting stent was advanced but was unable to cross the lesion. During repeated attempts to advance the device, the stent was damaged and the hub was broken. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.